Event description:
During surgery, pt's femoral fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results this investigation once it has been completed.